Event description:
This device is at eri indication and was replaced. The physician's office has no complaints against the functionality of this device. This device was retained by the hospital. Should additional info become available, this record will be updated.